Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device not available for return.

Event description:
Customer's mother states that the customer has been receiving e-4 occlusion on his pump display, and he is currently in the hospital being treated for hyperglycemia. Customer's mother attributes the high readings as being due to e-4 occlusion messages on the pump that have been frequently occurring. In troubleshooting, e-4 occlusion does not persist and insulin is properly delivered from cartridge. Infusion set is expired. Manufacturer's product labeling advises customer to not use products if they are past the use-by date.